Event description:
It was reported that during a colon cecum procedure, the device cut, but the staples were malformed. They changed the reload and the procedure was completed with no patient consequence.